Manufacturer narrative:
(B)(4). Batch # r93k7h. Device analysis: the analysis results of the pouch device found that it was received fully deployed. The suture and the bag were not returned for analysis. It could not be determine what may have cause the reported event. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an cholecystectomy procedure that the bag ripped (not into pieces) during retrieval process. Another device from a different lot was opened to complete the procedure. There were no adverse consequences for the patient.